Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2017 (reference MFR. Report: 1627487-2017-05623) the lead was damaged. The lead was removed and replaced. The patient is receiving effective stimulation postoperatively